Event description:
It was reported from (B)(6) by the patient that they experienced battery switching. The batteries were exchanged with no reported consequences or impact to the patient. No additional information was reported. This is report 2 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosed. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01348 and 3007042319-2015-01349) submitted for devices related to the same event. Batteries have not been received.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed premature power switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. In addition, the event is not likely to cause or contribute to serious injury or death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01348 and 3007042319-2015-01349) submitted for devices related to the same event.